Event description:
It was reported that on (B)(6) 2018, patient underwent removal procedure per patient's request as the fixation healed. During removal, the surgeon complained of three (3) 2.7 va locking screws in proximal end. Reportedly the head of each screw broke off during removal. Screw shafts were left in the patient. Plate was removed successfully. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device: plate (part unknown, lot unknown, quantity 1) . This report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: corrected date of event and quantity of number of reports. B4, g4: the incorrect date was inadvertently utilized in initial medwatch. The correct date is december 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D7: part of the screws remained in the patient¿s bone; device not considered explanted. B4, g4: the incorrect date was inadvertently utilized in initial medwatch. The correct date is december 20, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal procedure per patient's request as the fixation healed. During removal, the surgeon complained of three (3) 2.7 va locking screws in proximal end. Reportedly the head of each screw broke off during removal. Screw shafts were left in the patient. Plate was removed successfully. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant device: plate (part unknown, lot unknown, quantity 1). This report is for three (3) unknown screws. This is report 1 of 3 for (B)(4).